Event description:
The user facility reported that two employees obtained cuts to their fingers after removing an obstruction from the doorway of their amsco 7053l single-chamber washer/disinfector. One of the employees received stitches.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the washer's loading door was jammed on an instrument rack. The employees attempted to manually clear the obstruction by pushing the rack into the machine allowing the washer door to close on their arm/hands resulting in the reported event. The technician cleared the obstruction and returned the unit to service. The amsco 7053l operator manual states (page 2), "if it ever occurs that the sensor does not detect the obstruction, never use your hand to push on the obstruction trying to dislodge it. Call steris for this abnormal situation." The technician counseled user facility personnel on proper loading techniques and safety operation protocols. No additional issues have been reported.